Manufacturer narrative:
Trumpf medical service determined that the trulight lamp head separation occurred between the spring arm and comfort yoke. The lamp head is secured by a crescent key at the spring arm. A safety retaining sleeve prevents the crescent key from falling out. The retaining sleeve screw holds the retaining sleeve in position. The only hardware that was recovered by the account was the retaining sleeve. The crescent key and retaining sleeve screw were never found. The light system was installed in 2011. A service history for trulight 5520 s/n (B)(4) showed one previous activity booked performed by trumpf medical under (B)(4). This activity was associated with lens cover replacement and would not affect the spring arm/comfort yoke connection. Without the crescent key and retaining sleeve screw, a root cause determination cannot be achieved. All other trulight systems at the account were inspected for a similar condition and no other issues were identified.

Event description:
A nurse was positioning the lamp head during surgery when the trulight 5520 lamp head became detached from the spring arm. The nurse was able to control the lamp head so that it did not contact the patient, staff or the floor. No impact to patient or staff occured.